Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, a5, a6, b6.

Event description:
Patient reported "grade 3 implant contracture". And later reported "bilateral silicone implants in the retroglandular/prepectoral position, presenting lobulated contours and some radial folds, but without evidence of intra- and/or extracapsular rupture", "absence of pathological enhancement after contrast and/or diffusion restriction¿ and ¿birads ii" via MRI. This record is for the left-side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "grade 3 implant contracture". And later reported "bilateral silicone implants in the retroglandular/prepectoral position, presenting lobulated contours and some radial folds, but without evidence of intra- and/or extracapsular rupture", "absence of pathological enhancement after contrast and/or diffusion restriction¿ and ¿birads ii" via MRI. This record is for the left-side. Device status is unknown.

Event description:
Patient reported "grade 3 implant contracture". And later reported "bilateral silicone implants in the retroglandular/prepectoral position, presenting lobulated contours and some radial folds, but without evidence of intra- and/or extracapsular rupture", "absence of pathological enhancement after contrast and/or diffusion restriction¿ and ¿birads ii" via MRI and later reported "cysts". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.